Event description:
It was reported that an avs tl peek spacer fractured during insertion intra-operatively.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: g1.

Event description:
It was reported that an avs tl peek spacer fractured during insertion intra-operatively.